Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed microstriae on the right eye (od) in visual axis at 1 day post op exam. The patient's chief complaint was that there was visual acuity on the right eye was very blurry. A flap lift and rinse was performed to resolve the striae on the right eye. The surgery center reported the patient had improved at 2 day follow up post op exam. The symptoms have been resolved. Pre-op: bcva from (B)(6) 2016: right eye pre-op 20/25 1.75 x -.50 x 151, left eye pre-op 20/20 1.75 x -.25 x 137.